Manufacturer narrative:
A comprehensive investigation was conducted on discovery. A review of the manufacturing records for the lot identified no substantial deviation and support the product was manufactured and distributed in compliance with FDA, state, local and manufacturer operating procedures. There was no report of device failure at the time of surgery. Tests of a sister graft from the same lot met specifications. This MDR has been filed out of an abundance of caution.

Event description:
A (B)(6) year old male patient with an extensive surgical history including stoma site reversal, was treated for ventral hernia with an acell device. Six weeks post repair, he had developed a superficial seroma which ruptured and left a tunneling wound; the wound was tested for infection and none was evidenced. The wound site was treated with a different acell device and is now reportedly completely healed.